Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the piston did not move all the way forward to touch the reservoir when attempting to fill tubing. Customer also received a no delivery alarm during priming. Through troubleshooting it was noted that the infusion set may have been occluded. Customer's blood glucose reading at the time of the call was 537 mg/dl and has treated with a manual injection. No further information reported.